Manufacturer narrative:
Device passed the displacement test and active current measurement. However, the insulin pump failed the sleep current measurement problem isolated to electrical board. Also, pump error 63 alarm (variableinfo=03) during self test and confirmed in the device history due broken trace on u1 keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump receive replace battery now alert. Customer's blood glucose level was 7.7 mmol/l at the time of the incident. Customer stated battery cap was ok. Customer stated no external damage was visible. The device will not be returned for analysis.